Event description:
Additional information received reported the patient suffered from magnesium deficiency. The patient was given highly-concentrated magnesia and her twitch decreased.

Event description:
It was reported the patient experienced a shocking or jolting sensation. In addition, muscle twitching was reported. There was a symptom of "seizures" reported and the location of the symptom was listed as the right thigh. The information reasonably suggested that the "seizure" referred to the right leg muscles twitching. The device was turned off the morning of the report and impedances were checked and were within normal range. The patient's status at the time of the report was no injury. Additional information has been requested, a follow up report will be sent if additional information is received.

Event description:
Additional information reported the physician "ventured a guess" that the device was "still working, despite the patient having turned it off" with the patient programmer. Troubleshooting was performed by the manufacturing representative. It was unknown what the patient status was at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4).